Event description:
Information was received indicating that pump using a cadd extension set line was occluding when priming on set up and the lines were kinked. No adverse patient effects were reported.

Manufacturer narrative:
Foreign: (B)(6).

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that pump using a cadd extension set line was occluding when priming on set up and the lines were kinked. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03721. The report was submitted in error.